Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on the retain samples and no issues were observed therefore, the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The customer called to report that needle leakage after injection for patient. Patients used micro-fine needle for more than 20 years and had never leakage before. Material code 329490, lot number 1232482. It was confirmed that the patient operated incorrectly: the patient never expel air of the needle and reused the needle, and the patient had subcutaneous nodules. Call center introduced the detailed operation method and precautions to the customer. The customer said that personal information was inconvenient to disclose sample availability: no sample availability details: no sample available.